Event description:
It was reported that an alert for low rv pacing lead impedance was observed when the asymptomatic patient presented through merlin.net transmission. It was noted that since (B)(6) 2017, the impedance measurements have increased to normal range. There was no other electrical anomaly. The findings will be discussed with the physician. No plans have been made for the rv lead.